Event description:
Caller reported a cartridge alarm 20 occurring during the pumping process. Customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Tandem technical support decided to replace the pump, and they informed the caller that a replacement pump with updated software would be sent, along with available training in their tandem source account. The caller acknowledged and understood the instructions provided, including returning the problematic pump using a pre-paid ups label. The customer would use mdi as a backup therapy to ensure insulin delivery continuity.